Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to dizziness and syncope as a result of non-sustained ventricular tachycardia episodes. It was stated the patient was experiencing non-sustained ventricular tachycardia and became symptomatic and the episodes were too slow for detection based on the programmed settings and the device lead noise algorithm inappropriately withheld therapy for the patient. The patient was started on an amiodarone drip, which eliminated the episodes. It was noted lead noise showed the can to coil signal dropped very low during the faster rates. The rv lead noise algorithm was turned off. No further patient complications have been reported as a result of this event.